Event description:
The pt is reporting that outside of the hip joint is hot and tender. Pt is also reporting periods of soreness and also that her leg gave out a couple of times. Pt is also reporting that she does not have a smooth motion when bending over and that she is having balance issues. The pain started within the last six months. Blood work was done for the chromium and cobalt testing the week of (B)(6) and the results are pending.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.